Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 280.00 mg/dl,240.00 mg/dl,130.00 mg/dl,200.00 mg/dl,140.00 mg/dl compared to readings of 120.00 mg/dl,110.00 mg/dl,70.00 mg/dl,120.00 mg/dl,75.00 mg/dl respectively obtained on a meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 1 day. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated. Visual inspection was performed on the returned plug assembly and cracked sensor neck was observed. Extracted data from returned sensor using approved software. Sensor found to be in state 1 (storage state). Log file showed that the user had attempted to activate the sensor but was not able to get to an active paired state. As a result, sensor returned to storage state (sensor state 1). Also, clinical and historical data were not present indicating that no readings were logged since sensor was not activated. Issue is not confirmed due to sensor not being activated. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 280.00 mg/dl,240.00 mg/dl,130.00 mg/dl,200.00 mg/dl,140.00 mg/dl compared to readings of 120.00 mg/dl,110.00 mg/dl,70.00 mg/dl,120.00 mg/dl,75.00 mg/dl respectively obtained on a meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 1 day. There was no report of death, serious injury, or mistreatment associated with this event.